Event description:
It was reported that an error related to the battery performance was trigged when it comes to this device. A request for further review was needed. Technical services (ts) noted that the battery depletion (bd) error was triggered due to a sudden increase in battery consumption. Engineering confirmed normal device function, there was a self correction reset and the device should be functioning as expected. Additionally it was noted that during the time between the scan without successful communicator connection, the misaligned markers would have affected sensing in a way that the device would not have been able to appropriately detect any arrhythmia. Currently normal device operation was expected. Ts noted that a new review of the data can be performed within one or two weeks to assure normal device operation. The device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that an error related to the battery performance was trigged when it comes to this device. A request for further review was needed. Technical services (ts) noted that the battery depletion (bd) error was triggered due to a sudden increase in battery consumption. Engineering confirmed normal device function, there was a self correction reset and the device should be functioning as expected. Additional review noted that on (B)(6) 2020 the device logged a scan detected with no session that began, following this the device recorded an atrial fibrillation episode with misaligned markers and a higher then normal battery consumptions related to this. Following this case the bd error was also declared on (B)(6) 2020, and the next session began within no logged scan, this was consistent with a timing issue on the telemetry chip. The successful session that began on (B)(6) 2020 and was expected to have corrected the issue. Normal follow ups should be scheduled for this patient. Additionally it was noted that during the time between the scan without successful connection, the misaligned markers would have affected sensing in a way that the device would not have been able to appropriately detect any arrhythmia. Currently normal device operation was expected. Further review was requested regarding the reported battery error previously reported. Ts noted that there was no evidence of a programmer session to clear battery error after it was decaled in 2020, thus the device has been beeping. Due to the beeping the overall device longevity was expected be reduced by six months. The device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that an error related to the battery performance was triggered when it comes to this device. A request for further review was needed. The device remains implanted. No adverse patient effects were reported. Technical services (ts) noted that the battery depletion (bd) error was triggered due to a sudden increase in battery consumption. Engineering confirmed normal device function, there was a self correction reset and the device should be functioning as expected. Additional review noted that on (B)(6) 2020 the device logged a scan detected with no session that began, following this the device recorded an atrial fibrillation episode with misaligned markers and a higher then normal battery consumptions related to this. Following this case the bd error was also declared on (B)(6) 2020, and the next session began within no logged scan, this was consistent with a timing issue on the telemetry chip. The successful session that began on (B)(6) 2020 and was expected to have corrected the issue. Normal follow ups should be scheduled for this patient. Additionally it was noted that during the time between the scan without successful connection, the misaligned markers would have affected sensing in a way that the device would not have been able to appropriately detect any arrhythmia. Currently normal device operation was expected.